Event description:
Alleged the head down does not work electrically and does not work with CPR.

Manufacturer narrative:
The account found no damage to the head section. If weight is applied to the head section, the head down and CPR lowers properly. Possible sticking cylinder. Repairs have not been completed.